Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported problem was not duplicated. The device was put through extensive testing which included bench handling and discharge testing without duplicating the malfunction. Review of device logs shows that the device's joule level set by the user was too high for a 30 joule test. The user set the joules at 120, 150 and 200 joules when attempting the 30 joule self test. The selected joules would need to be set at 30 joules in order to successfully perform the self test. This report has been attributed to user error and typically does not meet reportability requirements. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.